Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 u/hr and monitored the pump for four (4) days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 58 mg/dl at the time of the call, and 65 mg/dl at the time of admission. The customer went swimming on (B)(6) 2017 and their levels have been going down since then. The customer was given glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. The insulin pump will be returned for analysis.